Manufacturer narrative:
Alarm noted in the insulin pump history screen due to corrupted history file. The device passed the self test, displacement and error tests. No unexpected blank screen or display anomaly observed during analysis. The unit was received in with a scratched lcd window, broken reservoir tube lip, cracked belt clp slot, cracked battery tube threads, chew marks and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the battery compartment lip as well the battery cap was stripped, and sometimes the battery cap was loose. The caller also stated that the device shut off and had blank display. Troubleshooting was performed, and the alarm history revealed several low reservoir, low battery and other error alarms. During the call, the customer mentioned that the insulin pump had cosmetic damage. He stated being in a car accident in january, but he was not sure if the damage occurred at the time. Attempted to contact the customer twice and the customer's mother stated that he did slide off the road, but it was not due to insulin pump or diabetes related, and the customer did not have injuries of any kind. N further information was provided.